Event description:
Approx 2 weeks after receiving collagen injections the pt developed red, raised lumps at the injection sites. Hypersensitivity was diagnosed and a medrol dose pack was used to treat the symptoms. Improvement was noted while pt was taking the medication.